Event description:
The stent (subject device) was returned for analysis, and it was observed that the subject stent was deployed prematurely during use. Also, the stent was deformed, and the stent introducer sheath distal tip was damaged. The subject device was reported to be replaced, and the procedure was reported to be completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent (subject device) was received with the distal end deployed within the lumen of a microcatheter and the proximal end deployed within the hub. The stent delivery wire (sdw) and the introducer sheath were returned. The stent was deformed. All 4 marker bands were present on both ends of the stent. The sdw was noted to be intact. The introducer sheath distal tip was damaged. A functional inspection was unable to perform as the stent was returned in a deployed state. The reported event 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The reported event 'stent deployed prematurely during transfer' was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when the physician attempted to advance the stent into the microcatheter resistance was encountered. Also, the physician inadvertently deployed the subject stent within the proximal hub of the microcatheter. Additional information provided by the customer indicated that the device was prepared as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. Note: the event description indicated that the neuroform ez stent was being used in a stenosis case which is not recommended. The neuroform ez dfu states 'the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms'. Given the event description and the condition of the analysed device sub-components, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up good faith efforts (gfe) responses but subsequently moved distally prior to stent advancement out of the sheath. This movement can occur if the rotating homeostasis valve (rhv) vent cap is not sufficiently tightened down on the introducer sheath. It is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would become damaged as it passed through the deformed distal tip opening of the sheath. The user will then experience resistance while attempting to continue to advance the stent through the microcatheter, resulting in damage to the stent. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the reported event of 'stent difficult/unable to transfer', 'stent deployed prematurely during transfer' and analysed event of 'stent deployed prematurely during use', 'stent deformed', 'stent introducer sheath distal tip damaged' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.